Manufacturer narrative:
Problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used to remove colonic polyps during a polypectomy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, the snare was securely attached to the active cord and the physician did not note any visible issue on the cautery pins. However, the device could not cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed that there were no problems found. Functional inspection was performed and device contracted and extended well. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual and functional test. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is "no problem detected." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used to remove colonic polyps during a polypectomy procedure performed on february 14, 2022. It was reported that during the procedure and inside the patient, the snare was securely attached to the active cord and the physician did not note any visible issue on the cautery pins. However, the device could not cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.